Manufacturer narrative:
The patient was born on an unknown date ¿a few days ago on an unknown date in (B)(6) 2016, at (B)(6) gestation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric patient experienced blood loss related to an interlink extension set. It was reported that a baxter interlink disconnected from a non-baxter IV catheter causing an approximate 30cc blood loss. The patient's hemoglobin dropped and required a blood transfusion of 30 ml packed red blood cells. Post transfusion, the hemoglobin recovered (hemoglobin level-unknown-post transfusion). It was not reported if the patient was hospitalized for the event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.